Event description:
My 87 year old mother wears resound gm c-2 hearing aids. The speaker & dome are stuck in her ear canal when it came off the wire upon removing them. A nurse, dr. And ent have tried to remove it but can't because it causes too much pain. Now she needs surgery to remove it. This has caused tremendous trauma to her.